Manufacturer narrative:
The serial number of the device involved in the reported event was not provided therefore the manufacturing record could not be reviewed. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Ms (B)(6) from a facility in the (B)(6), reported seeing an opaque blackish particle leave the phaco handpiece just after going into the patient's eye. The piece was removed and kept at the facility. There was no report of injury or consequences to the patient.

Manufacturer narrative:
One small plastic vial was returned with a piece of folded foam inside. The handpiece was not returned. The piece of foam was removed from the vial and unfolded, a black and slightly opaque particle was found inside. The dark colored particle was microscopically examined and photographed using a camera-equipped optical stereo microscope. The eds analysis indicated that the dark particle consists primarily of carbon, less concentration of oxygen was also detected. The particle was also analyzed using an infrared spectrometer. The ftir analysis of the dark particle produced a spectrum consistent with that of polyethylene. The source of the particle cannot be determined.